Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-01150. It was reported that there were high impedances found on the leads. On further investigation, it was seen that the leads were twisted around the ipg, causing the leads to break. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The reported sudden stop of the therapy/high impedance was confirmed. As received, microscopic inspection of both lamitrode4 showed broken wires inside the paddle. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. The leads were cut when explanting due to difficulty removing the leads at one part. Postoperatively, the patient has effective therapy.